Manufacturer narrative:
The device was returned for evaluation. The position of the cam when valve was received was at setting 3. The valve was visually inspected; the silicone housing was torn/cut in the needle chamber, and some debris floating in the needle chamber. The valve was tested for programming and passed the test. The valve was flushed and leaked from the tear/cuts in the needle chamber, no occlusion was noted. The valve was leak tested and leaked from the tear/cut in the needle chamber. The valve was reflux tested and passed. The siphon guard was removed and tested; no issues found. The valve could not be pressure tested according to test method due to the damage to the needle chamber. A review of manufacturing records could not be performed, as no lot number information has been provided. The reported issue of occlusion in the distal part of the valve could not be confirmed. Cuts to the silicone housing were found; however, there is no indication that this was a suspected device defect. The condition may have occurred during removal of the device. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the certas in-line with siphonguard was occluded after implantation and was revised. The valve was implanted to the patient; however, date of implant and initial setting are unknown. Occlusion was suspected, so a shunt gram was done. Occlusion in the proximal portion of the valve was not confirmed; however, the distal portion of the valve was occluded. Therefore, the surgeon performed a revision.